Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general complaint that the -piece (rotating hemostatic valve-rhv) in the priority packs seem to leak more than they should and the torquing valve part seems looser on the y-piece (rhv) which results in the fact that it needs to be tightened harder. The rhv were used successfully to complete the procedures. Reportedly, the physician does not recall the number of procedures and dates of occurrence. There were no adverse patient effects and no reported clinically significant delays in the procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.